Event description:
The account reported the bed still rolls when brake is set. The bed was located in the accounts warehouse. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found that the brake caster and brake steer caster are not holding. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the brake caster and brake steer caster to resolve the issue. Based on this information, no further action is required.